Event description:
The initial reporter stated they received questionable elecsys troponin t hs results for one patient tested with a cobas 8000 - cobas e 602 module, serial number (B)(6). First sample: at 01:37 a.m. The first sample collected from the patient initially resulted in a troponin t hs value of 19.15 pg/ml. At 10:02 a.m. The first sample was repeated resulting in a troponin t hs value of 22.27 pg/ml. Second sample: at 04:29 a.m. The second sample collected from the patient initially resulted in a troponin t hs value of 38.40 pg/ml. This value was deemed correct. At 10:02 a.m. The second sample was repeated, resulting in a value of 29.02 pg/ml. Third sample: at 09:15 a.m. A third sample collected from the patient initially resulted in a troponin t hs value of 19.84 pg/ml. At 11:00 a.m. The third sample was repeated, resulting in a value of 21.90 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Quality controls were acceptable. Upon review of the alarm trace, no relevant alarm was observed. Precision testing was performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.